Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The introducer was damaged. The tip of the sheath was observed to be intact. Engineering verified that the guidewire was stuck inside the trocar. After the guidewire was removed, a small piece of foreign material was removed which caused the guidewire to become stuck. Engineering determined that this complaint is not the result of any component or assembly defect. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an implantation of the device via left side cephalic vein, they found the tip of sheath was broken and the guide wire could not pull out. The patient is stable. No medical intervention was required. The surgery time was not extended past 30 minutes. There was no patient injury. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.